Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level.

Event description:
Healthcare professional reported a syringe of juvéderm ultra¿ xc ¿burst in application.¿ healthcare professional confirmed no injuries occurred. No further details were provided.

Manufacturer narrative:
Device analysis: no defect observed.

Event description:
Healthcare professional reported a syringe of juvederm ultra xc ¿burst in application.¿ healthcare professional confirmed no injuries occurred. No further details were provided.